Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the rf head was unable to interrogate when the cable was moved, and the uplink functional test was out of specification due to the cable being out of electrical specification. It was also noted that the label was delaminated. (B)(4).

Event description:
It was reported that the radio frequency (rf head) had no telemetry. The rf head has been returned for repair. No patient complications have been reported as a result of this event.